Manufacturer narrative:
The device was not returned and the lot number was unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of the peritonitis was unknown. On the same day as the onset, the patient was hospitalized for the event. The treatment for the peritonitis included injection of vancomycin (1 gm in first bag and then every fifth) and injection of magnova (500 mg in each bag). The patient was recovering from the reported event. Pd therapy was ongoing. No additional information is available.